Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's mother stated that the patient had a missed low event because the receiver didn't beep. Patient was incoherent and this prompted her to give the patient juice. Additionally, patient's mother tested the receiver's audio function and the receiver did not beep. At the time of contact, the patient was fine. No additional event or patient information was reported.